Manufacturer narrative:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation, and the patient experienced pericardial effusion that required pericardiocentesis. After the case was completed, a pericardial effusion was diagnosed via intracardiac echocardiography. A pericardiocentesis was performed by the physician and patient was stable at the time of reporting. It was noted that the patient was tachycardic throughout the procedure. Ablation was performed. There was no evidence of steam pop. The event occurred likely in the ablation phase; however, there was no real indication during the case of when exactly the issue occurred. Device investigation details: on 17-feb-2025, the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number, and no internal actions related to the reported complaint were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation, and the patient experienced pericardial effusion that required pericardiocentesis. After the case was completed, a pericardial effusion was diagnosed via intracardiac echocardiography. A pericardiocentesis was performed by the physician and patient was stable at the time of reporting. It was noted that the patient was tachycardic throughout the procedure. Ablation was performed. There was no evidence of steam pop. The event occurred likely in the ablation phase; however, there was no real indication during the case of when exactly the issue occurred.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:(B)(4).